Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that towards the end of the initial implant procedure, while the pocket was being closed, the patient experienced markedly decreased blood pressure (bp) and increased heart rate (hr). An echocardiogram taken at the procedure¿s conclusion revealed pericardial effusion and cardiac tamponade due to perforation of the right ventricle by the right ventricular lead. An emergency pericardiocentesis was performed, which lowered the patient's hr, returned the patient¿s bp to pre-procedure levels, and stabilized the patient¿s condition. However, the patient did not remain stable, as the pericardial drain which was set up continued to drain fluid, so the patient was transferred to a local facility at which the perforation was surgically repaired. The lead remains in use. No further patient complications have been reported as a result of this event.